Event description:
It was reported that the patient used two leads for subcutaneous coverage and two leads for epidural coverage. The patient underwent a revision as one of the subcutaneous leads was not providing stimulation. It was noted that the patient might have experienced a fall, but the details were not known. Impedance measurements were elevated, but within range, on two contacts (10,000 to 13,000 ohms with contacts 0 and 1 as reference) when tested at 1.5v. The doctor used electrocautery near the neurostimulator system, however no problems were reported from the use of electrocautery. The manufacturer's device registry showed that one of the patient's leads was removed, and a new lead and extension was implanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3888-33, lot# v591423, implanted: (B)(6) 2010, explanted: na; lead: model 3888-33, lot# v591423, implanted: (B)(6) 2010, explanted: na; lead: model 3888-45, lot# v573631, implanted: (B)(6) 2010, explanted: na; lead: model 3888-45, lot# v573631, implanted: (B)(6) 2010, explanted: (B)(6) 2012; extension: model 3708220, serial# (B)(4).